Event description:
The home care provider (hcp) reported the following info: a hospice pt, prescribed 10 lpm, was placed on a non-rebreather mask that was attached to a u46 reservoir. A flow control valve was not utilized. The pt was left unattended on this configuration for several hours. Frost developed on the supply tubing and mask. Pt was found to have expired around midnight. Cause of death is unk.